Event description:
The im rod broke when the dr inserted it two-thirds of the way into the femur. The sales rep has indicated that the pt's femur is not bowed; it must have hit anterior or posterior. There was not a delay in surgery. The tip of the rod was left in the pt.